Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer¿s blood glucose value was unknown. Customer stated that they were unable to rewind the pump. Customer stated that the pump was not exposed to a high magnetic field. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 38 due to corroded motor home switch. Unable to verify pump error 3, 43 and130 due to pump error 38.